Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-jul-2023. [Additional information]: on 25-jul-2023, additional information was received. The information included the lot number of the embotrap iii device (23a094av). There was no device performance issues as related to the embotrap iii device during the procedure. The information also included a correction to the vecta catheter used; the correct vecta catheter used was a axs vecta 46 intermediate catheter (stryker). A review of the manufacturing documentation associated with this lot (23a094av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 15-jun-2023. [Additional information]: on 15-jun-2023, additional information was received. The information indicated that detailed information on the brand of the concomitant aspiration catheter used with the embotrap iii device on the first pass could not be obtained. The first pass was a combined technique with the use of the embotrap iii device and the unknown aspiration catheter. The same embotrap iii device was then used with the vecta for the second pass also via the combined technique. On this second pass with the vecta, the thrombus was trapped and the vessel opened. The reported spasm was also noted on this second pass; it was noted three (3) minutes after the second pass. The additional information also added the following clarification to the reported event as following: the procedure was for a distal m1 (dm1) occlusion. The exact site of the thrombus was unknown. The 5fr sofia catheter was not used for this procedure, ¿the physician usually uses the 5 fr sofia for the m2. The vecta was used for this procedure and he felt he [needed more force] than usual.¿ the embotrap iii and the vecta did trap and retrieve the thrombus on the second pass. There was no additional passes made with the embotrap iii and the vecta after the thrombus was ¿sandwiched¿ and retrieved. The information indicated that a total of two (2) passes were made with the embotrap iii device. The reported spasm was resolved after ten (10) minutes. The information confirmed that the physician attributed the spasm to the use of the vecta as stated in the event description that it was used for the first time and was more difficult to advance than the 5fr sofia catheter. The most current status of the patient is reported as, ¿no problem with the patient condition.¿ section e.1: initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii instructions for use (IFU) as such. Per information available the patient experienced an embolization to a distal territory of the mca during the procedural use of the embotrap iii. There is no indication that the device malfunctioned or that the events were related to the device design or manufacturing process. However, since distal thrombus embolization occurred during the procedural use of the device and the vessel spasm occurred peri-procedure - being not clear from the information currently available if it necessitated medical intervention - the event meets us FDA MDR reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2023, during a mechanical thrombectomy procedure targeting an occlusion at the distal m1 segment of the middle cerebral artery (mca), preparation for the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was performed in accordance with the instructions for use (IFU). After the first pass was completed via a combined technique with a concomitant aspiration catheter (unknown brand), the aspiration catheter was replaced with the axs vecta 74 intermediate catheter (stryker), because the thrombus migrated to the distal segment. It was reported that the thrombus was retrieved using the embotrap iii device and the vecta catheter; the distal end of the embotrap iii and the vecta ¿trapped the thrombus as if it were sandwiched.¿ the vessel was successfully opened in one pass. After three (3) minutes, spasm was confirmed, and after 10 minutes observation, the spasm resolved and the procedure was successfully completed. There was no negative patient impact reported. A continuous flush was maintained. The physician commented that ¿he had never experienced spasm with embotrap use. Since the vecta was used for the first time and it was more difficult to advance than the sofia 5 fr, which he manually used for m2, excess force was applied. So the spasm was thought to be caused by the vecta, not the embotrap.¿